Event description:
Related manufacturer reference number: (B)(4). It was reported that one of the patient's leads was exhibiting low impedances while the other lead was exhibiting high and low impedances. Surgical intervention was undertaken on (B)(6) 2023, in which the patient's system was explanted to address the issue. It is unknown which lead was exhibiting low impedances and which lead was exhibiting high and low impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.